Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 40 mmol/l. It was stated that the customer felt her blood glucose levels went high because of a fruit she ate that had gone bad. The customer did not feel that anything was wrong with the insulin pump, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.